Manufacturer narrative:
Heartsine evaluated the pad-pak and duplicated the reported issue. The cause of the issue was determined to be a blown fuse. The device was not returned to heartsine, therefore further root cause could be determined. The pad-pak was scrapped and the customer received a replacement pad-pak.

Event description:
The customer contacted heartsine to report that their device's pad-pak was dead, and does not power on the device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.